Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the mildly calcified right common femoral artery was attempted using a proglide with a 6fr sheath after a coronary interventional procedure. Reportedly, a cuff miss occurred. A second proglide was used with the same results. A third proglide was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be in-training in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The safety and effectiveness of the perclose proglide devices have not been established in the following patient populations: patients with femoral artery calcium which is fluoroscopically visible at the access site. The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other proglide device referenced is being filed under a separate medwatch MFR number.